Event description:
It was reported that there was a display failure. There was no patient involvement.

Manufacturer narrative:
The reported issue was not confirmed. Process. Upon visual inspection the service technician noted that they replaced damaged display flex cable and backlight cable. Display passed all testing, no fault found with customer stated problem. Based on the findings, service determined that the proximate cause of the reported issue was due to no fault found. A review of the device history record showed the device had a manufacture date of 22apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a display failure. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a display failure. There was no patient involvement.